Manufacturer narrative:
Concomitant medical products: product ID: t505-29h valve, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted and replaced due to infection. The patient experienced a fever. Cultures were taken, and the patient received antibiotic therapy. No further patient complications have been reported as a result of this event.